Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the trt75 instrument was fired. The staple line was only partly fired out. Another trt75 instrument was used to complete the case. There was no consequence to the patient.